Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had power error alarms on insulin pump. The customer's blood glucose was 276 mg/dl. Customers mother also stated her daughter had air bubbles in the reservoir and tubing. Approximate size of air bubbles was small. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unable to verify air bubbles in reservoir due to missing retainer. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window.